Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was shutting off intermittently during medication pulls. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 09-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was shutting off intermittently during medication pulls. A technical support specialist (tss) connected to the station and performed database maintenance. Checked the database size and reviewed system logs. The tss executed database shrink operation to optimize performance. The tss attached the relevant knowledge article for reference. The system functioned as intended after the technical support specialist repaired the device.